Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating high pressure. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the issue was reproduced during on-site visit. Pneumatic back-plane board was found defective and was replaced to solve the issue. The device was delivered to the user in working condition. Pneumatic back-plane board is an interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. Alarms for airway pressure high are indicating that ventilation is ongoing but with higher airway pressure than intended. The airway pressure high alarm is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration phase. The airway pressure high alarm and the termination of the inspiration phase, leads to that the patient not receiving the set volume and this may either be related to user settings not being optimal for the actual patient, or an increased expiratory resistance in the patient¿s breathing system. This can be experienced as no gas flow is delivered. The device's logs and defective part were not provided for further analysis. The cause has been determined as related to pneumatic back-plane board.